Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection (erythema). The patient presented with heat and pain in the device pocket. Subsequently, this lead and the associated devices were explanted. No additional adverse patient effects were reported. This device was disposed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.